Event description:
It was reported to philips that the battery for the device was not charging in the third party cadex charger, it would only display "charge wait" and not proceed further. There was no reported patient involvement/adverse patient impact.